Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed system leak test. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 27 sep 2019. A gas delivery system (gds) was returned for analysis. An investigation was performed and the reported leak test was not duplicated. The unit did fail the air flow sensor u1. Replacement of the u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported failed system leak test. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR 27sep2019 date of report 30sep2019 the service technician confirmed the gas delivery system (gds) was replaced to resolve the reported issue. The unit was fully tested after part replacement and is now ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.